Event description:
During the device check, the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) error message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) error message" was confirmed during the functional testing and archive data review. The root cause of the mid:09 error was a defective air trap sensor block, likely attributed to the device's aging. The thermogard system was manufactured in january 2012 and is ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The event log data indicated a mid:09 error, thus, confirming the customer's reported complaint. The thermogard system failed functional testing due to the mid:09 error displayed upon powering on, thus, confirming the customer's reported complaint. The air trap sensor block with the board was replaced to address the mid:09 error. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).